Manufacturer narrative:
G4: 23oct2020, b4: 26oct2020. A user interface assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14sep2020.

Event description:
A ventilator was reported to have started up of its own accord. This event was observed during preventive maintenance by the manufacturer's service technician. The manufacturer's field service engineer confirmed the reported problem. There was no patient involvement or harm. The manufacturer's field service engineer replaced the user interface assembly to address and corrected this reported event.